Event description:
On (B)(6) 2014 at approximately 4:30 am, I woke up with high blood sugar. I checked my equipment and found that I had another medtronic sure-t 32" connecting hose disconnect at the plastic tube weld between the tubing and the infusion set side. This is the third in the last month, having never had this happen in the last 5 years of using this product. Since this happens within several days of changing the infusion set, it is impossible to know the exact part and lot number since I use 3 different types of infusion sets with 32" tubing. These are: mmt866 lot 5047583 exp. 2018-10, mmt-876 lot 5043427 exp 2018-09, mmt-886 lot 5032820 exp 2018-05.